Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that noise on the atrial electrogram matched the 50 millisecond intervals of the minute ventilation stimulus. No adverse patient effects were reported.